Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed one opening on the anterior side assessment as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Brown particles inside device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right deflation. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device remains implanted. This relates to the right side.